Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the rn opened the intra-aortic balloon (iab) kit and found that the iab was not wrapped correctly. The iab was prepped per instruction. The md inserted the balloon through the sheath, but the distal portion was not able to exit the tip of the super arrow-flex (saf) sheath and the iab got stuck in it. As a result, the iab and the sheath were removed as one unit. The md used another iab successfully. It is unk if the insertion site was the same insertion site as the first insertion attempt. There were no reported pt complications or injury. The pt outcome is listed as fine.